Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 17th 2022, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, there was temporary mismatch between the sensor readings and fingerstick measurement. There are several ways the system would adjust glucose calculations to account for the fingerstick measurement and one such mechanism is calibration entries which are used to better match the incoming fingerstick measurements. The hypo alert was asserted around the time of the calibration entry; however, the system adjusted the sensor readings based on the calibration entry. Following the event, the overall system performance for the next 2 weeks was analyzed, and it was found to be within acceptable parameters and the current data shows the sensor is performing within expectations. User was advised to follow the recommendation of the hcp in making treatment decisions. No further resolution was necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.